Event description:
The facility returned the device for service. During service, the baxter repair tech noted depleted batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump. No add'l info is available.

Manufacturer narrative:
Eval summary: the condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1, 2005, which is in the implementation stage. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. Continued from h9: 6000001-2/25/05-004-c, 6000001-12/13/05-019-c.